Event description:
It was reported that pump experienced malfunction that showed malfunction code and fault identification on screen, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem happened again, and caller acknowledged and understood instructions.